Event description:
A patient reported they were unable to test and had symptoms of vomiting. Their one touch ultra meter allegedly would not start test and they were unable to test. No other tests or comparisons performed. Treatment was patient's medication for diabetes. No further information has been reported.